Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set had a leak from a hole in the tubing near the "hub". This occurred during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and pressure/clear passage testing were performed. The leak was identified during evaluation. The cause of the leak could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The hole was stated to be above the top most injection site on the set. The size of the hole was just over pin size, and it was stated to be more like a crack. The medication being administered at the time of the event was lactated ringers solution out of a plastic container through a gravity flow. The device was attached to a y-set tubing set and a 6-inch extension. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.